Event description:
On (B)(6) 2003 - left total hip implant. Pt experienced numbness in the left calf and foot, with feeling returning 2 yrs post - l hip replacement limb length discrepancy causing back pain, and l thigh pain following her first hip replacement surgery. Spinal injections received by dr (B)(6). On (B)(6) 2011 - went to see dr (B)(6) for eval. On (B)(6) 2011 - office visit with dr (B)(6) for further eval. Saw dr (B)(6) for a 2nd opinion, he recommends prompt revision due to right fracture event without a fall. Visits to chiropractor dr (B)(6). Visits to podiatrist dr (B)(6) to address pain and limb discrepancy issues. On (B)(6) 2011 - 1st explant and revision surgery on left hip due to loose femoral components and failed total hip replacement. On (B)(6) 2011 - dr found a great deal of scarring present over the anterior hip and the anterior hip capsule was completely scarred. On (B)(6) 2012 - repeated dislocation of the hip. On (B)(6) 2012 - repeated dislocation of the hip. On (B)(6) 2012 - repeated dislocation of the hip. On (B)(6) 2012 - third dislocation to back. On (B)(6) 2012 - pathology done. On (B)(6) 2012 - 2nd revision surgery due to failure of the hardware and unstable hip prosthesis. Surgery on left hip included an acetabular revision, femoral head exchange. On (B)(6) 2012 - large amounts of serosanguineous fluid was expressed. Consult with dr (B)(6) and dr (B)(6) in 2011. Prescribed celebrex, meloxicam, extra strength tylenol, and tramadol.